Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy-assisted proximal gastrectomy, both the loading of the clip and firing were hard and the opening of the jaws was poor. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with six clips remaining. Visual inspection noted that the jaws of the instrument had recessed into the tube shaft. No other visual abnormalities were observed with the instrument. The jaws of the instrument were manually pulled out, and the instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the recessed jaws condition may occur when a load is applied to the tip of the jaws forcing the jaws into the shaft. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.